Event description:
Hearing performance is affected due to electrode migration as confirmed by imaging. The user has noticed a gradual decline in hearing performance with the device. The user has been re-implanted. 6 channels were found extra-cochlear at explanation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for a post-operative active electrode migration out of the cochlea. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected due to electrode migration. The user will be reimplanted.